Event description:
The customer reported that their patient information center (pic) was freezing and needed to be rebooted to continue operation. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.